Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated. The condition was confirmed. The device was tested and the device was overheating. This indicative of wear due to usage over time. (B)(4).

Event description:
A report received from the USA stated the device is experiencing a heating issue. The device was not being used during surgery. No pt or user injury was reported. No additional information was provided.